Event description:
The customer contacted stryker to report their device's defibrillation electrodes would not stick to the patient. In this state the device may not be able to deliver defibrillation therapy if needed. There was no adverse event reported with the event.

Manufacturer narrative:
The customer received a replacement set of defibrillation electrodes to resolve the reported issue. The device was not returned for evaluation. The cause of the reported issue could not be determined. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.